Event description:
The complainant has reported that a patient underwent a therapeutic hemostasis procedure for treatment of a gi bleed. The clinician stated that one of the jaws of the resolution clip device detached and fell off inside the pt prior to deployment. The pt did not sustain any complications or ill effects as a result of this issue, and no intervention was required. The jaw is expected to pass via peristalsis. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.